Event description:
It was reported that during a low anterior resection, the device had been fired. The pa was instructed by the surgeon to squeeze the handle twice. The anastomosis was checked for leaks and there was an incomplete distal donut. Sutures were used to repair the leak. The patient got a temporary diverted ileostomy to give the area time to heal. After 90 days, it will be reversed. The patient is currently okay. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. (B) (6). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.